Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged; therefore a revision procedure was performed. It was indicated that the lead was properly fixed during the initial implant procedure, and there was a current of injury. The helix was visible and correctly deployed which was observed on fluoroscopy, and all lead measurements were normal. The physician proceeded to explant the ra lead, and observed that the helix was completely retracted. A competitor's lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing, with no abnormalities observed. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of a retracted helix or dislodgement. Evidence from the field and product analysis were insufficient to verify these allegations.

Event description:
It was reported that the right atrial (ra) lead dislodged; therefore a revision procedure was performed. It was indicated that the lead was properly fixed during the initial implant procedure, and there was a current of injury. The helix was visible and correctly deployed which was observed on fluoroscopy, and all lead measurements were normal. The physician proceeded to explant the ra lead, and observed that the helix was completely retracted. A competitor's lead was implanted to complete the procedure. No additional adverse patient effects were reported. This lead was received for analysis.